Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Shoulder instability. Surgeon inserted 6 anchors, but two anchors failed when passing the suture, in both cases the suture bridge broke. The anchor remained inserted, caused no issue to the patient. There is no explant to send back, and it delayed the process by around 10 minutes only. The following information was received via email from our affiliate on 7-20-15; the surgeon planned on using four anchors, and ended up using six as two were unusable. There were no adverse affect on the patient other than having two extra anchors. In discussion with the surgeon afterward, it was suggested to the surgeon that possibly the anchor had unloaded, but the surgeon was adamant that he hadn't passed the carded suture far enough to unload. See associated medwatch # 1221934-2015-00907.